Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03861. It was reported that a rotawire fracture occurred. The target lesion was located in the heavily calcified distal right coronary artery (rca). A 330cm rotawire¿ was positioned in the distal rca and then a 1.50mm rotalink¿ plus was placed on the wire. The out of body checks were performed and as the burr was spinning the wire fractured in two places as the speed of the burr was being set. The radiopaque distal section of the wire .